Manufacturer narrative:
Follow-up #1; date of submission: 12/04/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/14/2014 with the following findings:visual inspection revealed that the keypad cover was cut and torn in the area of the up arrow, down arrow, and ok buttons. Also, the keypad cover was found to be peeling from its base. The two aforementioned device failures indirectly contributed to the reported issue. Evaluation revealed that the up and down arrow keypad buttons were unresponsive: the reported issue was duplicated. The keypad cover was removed, and the up and down arrow key contacts were found to be inverted; this device failure directly caused the reported issue. There was no evidence of contamination found under any of the key contacts. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. Also, it was reported that the keypad was damaged prior to the change in responsiveness of the buttons. Allegedly, an under-delivery of insulin occurred due to the keypad issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.